Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per the physician, mid-deployment, the stent graft jumped back a considerable distance, with the main body of the stent graft refluxing back into the aortic arch in a sudden and uncontrollable fashion. The stent graft was being deployed on the left carotid. During the procedure, the patient's systolic blood pressure was pharmacologically reduced to 100mmhg. It was reported that the guide wire was being pushed forwards to ensure that the delivery device was on the outer curve of the aorta ahead of delivery. The device traced and positioned successfully. The stent graft jumping was after deployment of 2-3 stents and was not controllable. It was also reported that pressure was maintained along the greater curve during the procedure and it was a non-elective out of hours case. It was also reported by the physician that medtronic did not do a sufficient job disclosing the differences in delivery systems between captivia and navion. It was reported that the physician believes the navion device is not as accurate as captivia. It was also reported that the facility does not like to use the rapid pacing technique and prefer to lower blood pressure by more traditional techniques.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection of unknown length. It was reported that during the index procedure, the navion device (vnmc3428c207te) was positioned and deployment was begun at the intended landing site. However, once the first 2-3 stents were released, the system slipped distally by 2 cm. After deployment was completed, a second valiant navion (vnmc3434c182te) was successfully implanted as a proximal extension to bridge the 2 cm to the intended landing site. It was reported that during the deployment of the first navion device, the delivery system was positioned against the outer curve of the thoracic aorta, with forward pressure applied. The patient's map was lowered for deployment and the IFU was followed. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.